Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). The device has been received, however, the investigation has not yet been completed. A follow up report will be submitted once the evaluation has been done.

Event description:
Customer contact indicates that an outlying facility notified them of an event that occurred earlier than (B)(6) 2011 (specific date unknown). The event was a leak in tubing that was discovered by a nurse in preparation for placement on a patient. It is not clear whether or not the tubing was actually used on a patient before the leak was discovered. Although requested, no additional patient information was provided.